Event description:
The pt received the scs system which included two leads from the same lot on (B)(6) 2012. It was reported the pt was hospitalized and treated for an infection at the lead incision site. The pt was treated with antibiotic therapy and a topical cream. Follow up info revealed the culture results were negative and the infection has resolved.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product lot. However, the individual affected device was re-worked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.